Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm during a set change. The blood glucose reading was 313 mg/dl. Customer declined troubleshooting for the issue and was advised to change out the infusion set again. Nothing further was reported.